Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of 6 cm in diameter thoracic aortic aneurysm in zone four approximately 24 months ago. Vessel and aneurysm morphology was reported as the proximal neck was 34 mm in diameter. The distal neck was 31 mm in diameter. There was mild thrombus in the iliac arteries and proximal neck. There was a mild degree of calcification in the proximal neck. It was reported that three days post index procedure there was a type iii endoleak, separation noted. The cause of the endoleak is unknown. The physician decided to monitor the patient. The physician stated that the endoleak was not related to the device or the procedure. It was reported that a follow up performed three months post index procedure that the endoleak resolved on its own. The 12 month follow up had no adverse events or endoleaks reported and the aneurysm sac decreased in diameter, down to 55 mm. No additional clinical sequelae were reported, and the patient is fine.

Event description:
Additional information was received. The investigator indicated that the relationship between the type iii junction endoleak and the device was changed. The relationship was changed from not related to the device to an unknown relation.

Manufacturer narrative:
(B)(4). Evaluation results and conclusion: (endoleak). (Cause of event is unknown).